Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent remains implanted. Provided x-ray images demonstrate a stented section. Single struts are not visible in detail but the stented section appears regular, and a device deficiency cannot be identified. Images were taken with contrasted blood and the flow through the stent is poor. A relationship of the re stenosis to the device could not be verified which leads to inconclusive result. In this case, the vessel was not difficult, system compatible 9fx25cm introducer with 0.035" guidewire were used for access, and the lesion was pre and post dilated. The user did not experience difficulty during deployment action, and there was no device deficiency during the procedure; the stents could be placed without irregularity. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use (IFU) closely describes holding and handling of the system throughout the procedure for regular deployment. Regarding access/ accessories the IFU state: '8f introducer for stent diameters of 10 mm and 12 mm, 9f introducer for a stent diameter of 14 mm, 10f introducer for stent diameters of 16 mm, 18 mm and 20 mm, 0.035 inch (0.89 mm) diameter guidewire'. Regarding pta the IFU state: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended.', and 'post stent expansion with a balloon dilatation catheter is recommended.' A stent size selection table is part of the IFU describing the relationship between vessel diameter and stent diameter. 'Stent occlusion/ thrombosis' was found mentioned under potential adverse events that may occur. B5, e1, g3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using venovo venus stent for right civ to cfv placement. On (B)(6) 2025, there was thrombotic stent reocclusion. Thrombus occlusion site is treated by aspirating the thrombus using a macone 8f catheter and then performing poba with an 8mm × 12mm balloon to restore blood flow. Subsequently, thrombolytic therapy was implemented via a fountain catheter for 2 days. The procedure was completed using another device. The current status of the patient is unknown.

Event description:
On (B)(6) 2025, a patient underwent stent placement procedure using venovo venus stent for right civ to cfv placement. On (B)(6) 2025, there was thrombotic stent reocclusion. Thrombus occlusion site treated by aspirating the thrombus using an 8f catheter and then performing poba with an balloon to restore blood flow. Subsequently, thrombolytic therapy implementation via foundation catheter for two days. The procedure was completed using another device. The current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.